Manufacturer narrative:
Add'l info for poly-l-lactic acid from product technical complaint report case ID (B)(4), rec'd by (B)(4) on (B)(6) 2007: since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the USA. The review of the device history reports and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Add'l info rec'd from nurse on 06-dec-2007: the reporting nurse stated that she will be contacting the physician and that they will fill out questionnaire that was sent. No adverse event info or other add'l info provided at this time.

Event description:
(B)(4). Initial info for this spontaneous case was rec'd from a physician on (B)(6) 2007: the physician reported that he knows an anesthesiologist who injected poly-l-lactic acid (sculptra) into her pt's eyelid and the pt developed a hard lump at the injection site. No further relevant medical info reported.